Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported that their vela ventilator touch screen became unresponsive during testing. The customer reported that there was no patient involvement.